Manufacturer narrative:
Device evaluation anticipated upon return of device.

Manufacturer narrative:
Correction: there is no further investigation to this product. Provided evaluation is sufficient. A device history review was performed and there were no nonconformities associated with the manufacturing of this lot. A CAPA will not be initiated for this event. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Event description:
It was reported by sales rep that 3 hours into the procedure the endoplege catheter stopped working. Upon removal of the device the md and sales rep noticed there was a "slice" in the balloon. No injury to the patient. They finished the case with antegrade.

Manufacturer narrative:
Evaluation-the device balloon was visually inspected under 10x magnification and it it noted that there is a slice in the balloon. Visually the edges of the slice are smooth and there is no wall thinning. There are no other visual defects detected with this device. Water was introduced through the pressure and infusion lumens and the water flows from where it should. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. Further investigation is under way to determine root cause.